Manufacturer narrative:
The device has not been returned for evaluation; a supplemental report will be submitted once the device is received and evaluated.

Event description:
It was reported per mw5066048 that the cadd-legacy® pump malfunctioned on several instances and stopped the delivery of veliteri intravenous therapy. Patient was at the beach on vacation with her husband. She stated that she did not feel well and walked to her car. When her husband caught up with her in the car, he found her pulseless with the alarm beeping. CPR was initiated, the pump restarted and the paramedics arrived. According to the reporter, "too much time had passed without delivery of the medication". The patient was pronounced dead shortly after arriving at the hospital.